Event description:
It was reported that there was a break in the patient's catheter. During a catheter access port dye study, no contrast was witnessed reaching the catheter tip in the intrathecal space, but instead was seen pooling at the spinal entry site. The patient had been experiencing less than 50% therapy relief, but no withdrawal was reported. At the time of report, there had been no patient injury or adverse event and a catheter replacement was to be scheduled at the earliest opportunity. The drug used in this system was infumorph.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the catheter was replaced (B)(6). It was suspected to be fractured at the spine. The patient was getting good relief.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013.